Event description:
Update: during the investigation of the pictures it was possible to determine the part number 04.037.457s for the nail.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated event description provided for reporting. Expiration date and lot number unknown. Investigation summary: the received picture and x-ray was reviewed. On both the breakage of the tfna nail in the area of the tfna helical blade can be confirmed. In addition is was possible with the visible dimensions on the picture to identify the nail part number 04.037.457s, which is the tfna femoral nail ø 14mm, left, 130°, l 360mm. Product was not returned and no lot number was provided, without a lot number, the device history records review could not be completed as no product was received. Therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Corrected data: brand name, common device name, MFR name, city & state, device identification, 510k: provided for reporting. Manufacturing site provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trochanteric fixation nail advanced (tfna) was exchanged for a proximal femoral nail antirotation (pfna). The tfna nail broke into two (2) pieces, the proximal part and distal. The fragments were easily removed with no complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient wan initially implanted on (B)(6) 2019 with trochanteric fixation nail- advanced system (tfna). On an unknown postoperative date tfna nail broke at the blade hole insertion. Revision surgery was performed on (B)(6) 2019. The procedure was successfully completed. Operation outcome is reported as good. Concomitant medical products: unk - screws (part# unknown; lot# unknown; quantity 1), unk - nail head elem: tfna helical blade (part# unknown; lot# unknown; quantity 1). This report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint (B)(4).